Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient a missing sensor wire on (B)(6) 2015. Upon removal of the sensor pod, the patient was unable to locate the sensor wire. The patient removed the transmitter while the sensor pod was still attached to the body. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).